Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to deliver a pulse with associated code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed to deliver a pulse with associated service code 203 - pulse test fault. Upon evaluation, thyristor components q6, q7 and q8 and semi-conductor q10 were defective. The cause of the pulse delivery fault is the defective components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.